Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet. Customer changed the wall adapter to resolve the issue. Additionally, the customer intermittently experienced difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. There was no adverse impact to customer¿s blood glucose level.